Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had picked at the incision site of the patient's new vns generator and the area was infected. The patient was referred for replacement and re-positioning of the generator site. Follow up with the company representative revealed that the patient experienced an infection roughly two weeks post-op. The infection existed prior to the patient picking at the site. The infection was the reason for the patient picking at the site and was being monitored by the surgeon's office. The patient was to be re-implanted at a new site. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. The patient underwent full vns replacement and re-positioning surgery. No additional relevant information has been received to date.